Event description:
As reported by the user facility: details of complaint (reported issue): when the air in the tubing is evacuated, a hole is present and solute flows out.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400706752. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the photos, a large cut was observed on the tubing. The reported concern was confirmed. A possible cause for the cut in the tube is that the set was not fully placed in the blister before passing through the sealer on the multivac, resulting in the tube being pressed and cut. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.